Event description:
It was reported that a device would not recognize a closed door. It was reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported symptom "does not recognize a closed door", caused by dislodged lower latch switch. The lower auxiliary assembly was replaced.